Event description:
It was reported that during a total vaginal hysterectomy procedure, the device worked properly during the case; however, post op, the patient developed a hydronephrosis. An urologist placed a stent and there was no stricture and no damage to the ureter. The stent seemed to resolve the issue. The device was discarded. Surgeon advised: the patient developed hydronephrosis 2 days after the tvh. It was felt to be some edema that was causing the obstruction. In performing the hysterectomy, it was difficult in entering the anterior peritoneum, and I used the superjaw on the cardinal ligaments till I could enter anteriorly. I believe that heat from the jaw being close to the ureter caused the edema. The stent was placed 2 days post-op . Currently, the patient is fine and the stent is to be removed monday (B)(6) 2012. No further surgery is anticipated. The patient with the labial burns : it was a second degree burn as the superficial skin sloughed off. No other energy source was used, the size was 3x5 cm bilaterally. The device was used on the cardinal ligaments and uterosacrals. A weighed speculum was in the vagina throughout as well as a right angle retractor anteriorly. These were in place the whole surgery. We did not use retractors to protect the vaginal sidewalls and labia. A suction device was used to evacuate the small amount of steam. She experienced pain for 10-14 days till the skin regenerated. She has fully healed with no scars or long term impact. She is (B)(6) and weighs (B)(6). She needs no further follow up. No pre-existing skin conditions. I now use right angle retractors to protect the labia, and have not had this problem recur.

Manufacturer narrative:
(B)(4). Only month and year known, assumed ((B)(6) 2012) information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.